Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 x2 implantable pacing leads (B)(6) 2003. (B)(4).

Event description:
It was reported that during a routine device change-out procedure, the physician accidentally cut the atrial lead resulting in an apparent conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.